Event description:
It was reported that the cot dropped when the user didn't wait for the legs of the cot to lock into place. The user hurt her back, but no pt injury was reported. The staff member was treated in the ER for a back injury and given a muscle relaxant and anti-nausea medication. She was also placed on light duty for several weeks.